Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that during a routine interrogation of the patient¿s device on (B)(6) 2016, the programmer showed out of range. The settings were 2 and case was at 8420 ohms, 3 and case was at 300 ohms, and 3 and 2 was at 10 ,064 ohms. The patient fell and landed on their device that may have led to the issue. The health care provider (hcp) performed an abdominal x-ray and esophagogastroduodenoscopy (egd) and all appeared to look normal. The hcp brought the patient back to the operating room to investigate. First they opened the pocket and then loosed the setscrews on the header block. The hcp removed the lead tips, cleaned them off, reinserted the lead tips into the header block, and then tightened the setscrews. Upon interrogating the device, it was now operating within range, so the hcp inserted the implantable neurostimulator (ins) back into the pocket and closed. The issue was resolved and the patient was alive with no injury. The patient was discharged on (B)(6) 2016 following the procedure. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.